Event description:
Additional information received reported the patient had passed away due to a non device related issue. The reported cause of death was a brain bleed unrelated to the infusion pump.

Event description:
It was reported the patient was admitted this morning and was currently in the ICU. The patient was obtunded. The hcp wanted the pump to be turned down. The patient had a refill done on her about 4 weeks ago and she did not believe it was the pump. The pump contained fentanyl.

Manufacturer narrative:
Concomitant product: product ID 8711, lot # l78413, implanted: (B)(6) 2000, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient being obtunded was due to the previously reported brain bleed.